Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp unit and confirmed the unit was leaking helium drastically. The stm troubleshot and found the issue to be in the internal helium reservoir purge valve. The stm removed and replaced the helium reservoir assembly and performed a helium leak test, and the unit had zero psi leakage. Unit passed all calibration, functional, and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.